Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that cuff misses had occurred with proglide devices with lot 7052941. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure(s). The physician is reportedly trained in the use of the proglide device. No specific information regarding these cases is available because the physician cannot remember any details. No additional information was provided.